Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported: "scorpio anterior skim cutting guide loose in femoral valgus alignment guide - also worked loose during bone cut with saw (after tightening). Concerns expressed with regard to inaccurate anterior bone cut depth. Surgery completed successfully with existing instrumentation."